Event description:
The customer reported to olympus, that the camera had a bad quality image. The issue was found during preparation for use for a hysteroscopy procedure which was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Correction: d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.